Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated this morning they found they were in a lot of pain, and prior to this everything was working great. Pt turned stimulation "up on lead 1 to 7 and they felt nothing". Pt stated yesterday they were canning peaches and didn't lift anything heavy and didn't have a fall but stated they did have to do some reaching to do the canning. During the call the pt turned stimulation on by pressing stim on button but said it still wasn't helping. Pt says ins is tender to the touch. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.